Event description:
Customer reported with an issue of the power turns off. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the following: return device: serial is (B)(4). Visual inspection: there was no abnormality in the appearance. Device testing and evaluation found the reported customer problem was not reproduced. Based on evaluation findings, the customer reported issue was not able to be reproduced. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is not known if the phenomenon occurred due to a malfunction of the device. Therefore the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received noting that the event was discovered during a therapeutic trans-abdominal pre-peritoneal repair. The device was not inspected prior to use. According to the initial reporter, the procedure was completed using the same device because the device restored by continuing powering on/off.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.